Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that they experienced high blood glucose levels 515 mg/dl. Customer¿s current blood glucose level was 515mg/dl. Customer was treated with insulin pump. Customer declined to check air bubbles and leak. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The insulin pump will not be returned for analysis.